Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon confirmed that the trocar remnant was removed intraoperatively (a/I) from the patient''s right eye (od). There was no report of adverse impact to the patient, and the event was reported as "resolved" with one stent implanted from the device.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant stents from a trabecular microbypass stent system following a cataract procedure. Per report, the surgeon believes to have successfully removed the trocar fragment from the eye intraoperatively but was uncertain. There was no known report of patient's injury. Through follow-up, the surgeon conferred with glaukos medical monitor who reported the patient's most recent status as "doing well". Additional information is being requested.